Manufacturer narrative:
(B)(4). No complaint was received with the return of the device. Failure event observed during analysis. External insulation consistent with friction to the ICD can was noted at 37.9-38.0 cm from the distal tip. The etfe coating was intact at this location.

Event description:
This report is to advise of an event observed during analysis.